Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 due to vaginal prolapse, stress urinary incontinence and mesh were implanted. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, vaginal scarring. It was reported that on (B)(6) 2012 & (B)(6) 2013 patient underwent mesh removal due to mesh erosion. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 05/26/2016. Additional information: age at time of event, date of birth.

Manufacturer narrative:
Date sent to FDA: 6/9/2016. Additional information: other relevant history.